Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements higher than 200ohms. Technical services (ts) was contacted and recommended a patient-initiated interrogation (pii) and follow up with the clinic. This rv lead remains in service. No adverse patient effects were reported.